Manufacturer narrative:
(B)(4) follow-up emdr for correction- non MDR complaint: based on available information, dt application, and risk file, fmea or eura review; the potential risk of the reported event is not MDR reportable. One photo was received by our quality team for investigation. No issues with the label were identified. The current revision of the case label matches the reportedly defective label. Artwork for the bone marrow product lines (dj, tj, and ej) all reflect the length in centimeters. A device history record could not be evaluated as the lot number is unknown.

Event description:
Material no: ejm6011. It was reported by the customer they received three boxes of product but it had the wrong size description on the label. The product was labeled for size 11gx15cm but should have been for 11gx6cm. Verbatim: this customer received 3 boxes of ejm6011 which should be an 11g x 6cm. However, the packaging says ejm6011 but it has description listed at 11gx15cm. Pictures attached. Can you please assist with getting credit back to my sample account? Omitted already sent the replacement.

Event description:
It was reported by the customer they received three boxes of product but it had the wrong size description on the label. The product was labeled for size 11gx15cm but should have been for 11gx6cm.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2101. Patient problem code: f27.